Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to contamination and a decline in mental status of the patient. The culture results of coagulase-negative staphylococcus support this conclusion. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The patient is transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and admitted to the hospital. A pd effluent culture was obtained. The cultures were positive for gram-positive coagulase-negative staphylococcus. The pd white cell count was 22,406. The patient¿s pd catheter was removed on (B)(6) 2025 and the patient transitioned to hemodialysis (hd). The patient¿s antibiotic therapy was intravenous (IV) vancomycin 750mg which was initiated in the hospital (B)(6) 2025 and to be continued with 1g at the end of hemodialysis treatments tuesday, thursday, and saturday with the last dose on (B)(6) 2025. Additionally, the doctor ordered IV ceftazidime 1g at the end of hemodialysis treatments tuesday, thursday, and saturday (B)(6) 2025 through (B)(6) 2025. The patient was discharged on (B)(6) 2025. The reasons that the physician changed the patient¿s treatment modality were decline in mental status, poor memory issue, trouble following directions and maintaining aseptic technique for pd. Additionally, the patient was noncompliant with treatment, had no caregiver, no family involvement, worsening physical disability-chronic back pain (expecting spinal surgery), and multiple peritonitis events (c-1384392, c-1384393). The cause of the peritonitis event was attributed to contamination and a decline in the patient¿s mental status.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The patient is transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and admitted to the hospital. A pd effluent culture was obtained. The cultures were positive for gram-positive coagulase-negative staphylococcus. The pd white cell count was 22,406. The patient¿s pd catheter was removed on (B)(6) 2025 and the patient transitioned to hemodialysis (hd). The patient¿s antibiotic therapy was intravenous (IV) vancomycin 750mg which was initiated in the hospital (B)(6) 2025 and to be continued with 1g at the end of hemodialysis treatments tuesday, thursday, and saturday with the last dose on (B)(6) 2025. Additionally, the doctor ordered IV ceftazidime 1g at the end of hemodialysis treatments tuesday, thursday, and saturday through (B)(6) 2025. The patient was discharged on (B)(6) 2025. The reasons that the physician changed the patient¿s treatment modality were decline in mental status, poor memory issue, trouble following directions and maintaining aseptic technique for pd. Additionally, the patient was noncompliant with treatment, had no caregiver, no family involvement, worsening physical disability-chronic back pain (expecting spinal surgery), and multiple peritonitis events (B)(6). The cause of the peritonitis event was attributed to contamination and a decline in the patient¿s mental status.